Event description:
It was reported that the patient's device had low out of range impedances one week after replacement. There was a short on electrodes 10-11, with a reading of 61 ohms. Other combinations with these electrodes ranged from 660 ohms to 1571 ohms. The company representative reprogrammed the device; the patient was getting good therapy results on c+9 in the clinic. Additional information indicated that the patient was on a unipolar setting and was doing well.

Manufacturer narrative:
Lead model 3387s-40, lot: v578920, implanted: (B)(6) 2011, explanted: na. Extension model 37085-60, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer 37642, serial: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.